Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Code (B)(4) off label use.

Event description:
This is filed to report difficult to remove, tissue damage, sleeve steering, material separation and surgical intervention.it was reported that this was a combination mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and functional tricuspid regurgitation (tr) with a grade of 4. One clip was deployed in the mitral valve, reducing mr to 1-2. It was noted visualizing the tricuspid valve was difficult due to poor image quality. Then a second clip delivery system (cds) was advanced to the tricuspid valve for off label use. The steerable guide catheter (sgc) was retracted back, but the clip could not grasp both leaflets and potentially caused damaged to the leaflets. Therefore, a decision was made to remove the cds. However, when the clip was retracted back, the clip became stuck on the outside portion of the guide. Then while trying to pull the sgc down with the clip to the inferior vena cava, the clip became detached in soft tissue of the iliac. The clip became fully detached from the mandrel, but was held by the lock line. It was noted that the cds had some unexpected movements in right atrium when the clip / guide was not visualized. A surgical cutdown was performed to recover the clip. The procedure ended at this point and the tricuspid was not treated. No clips were implanted in the tricuspid valve, and tr is 4.there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported separated clip and did not confirm the reported sleeve steering issues. The reported off-label use and poor image resolution could not be replicated in a testing environment. The reported difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc) could not be replicated in a testing environment due to the returned condition of the device. Furthermore, it was observed that the clip cover was torn, the actuator mandrel was broken, and the threaded stud was broken. The observed broken actuator mandrel and threaded stud appear to be cascading events of the difficulty retracting the cds into the sgc. The observed torn clip cover appears to be a cascading event of the surgical procedure to remove the clip from anatomy. It should be noted that the mitraclip g4 system instructions for use (IFU), indication for use section 1.0 states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). All available information was investigated, and the reported off-label use is due to a mitraclip device being used to treat tricuspid regurgitation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. A cause for the reported difficulty retracting the cds into the sgc could not be determined. The reported separated clip appears to be a cascading event of the difficulty retracting the cds into the sgc. The reported sleeve steering issue appears to be due to procedural conditions. A cause for the reported difficult imaging could not be determined. The reported potential tissue damage appears to be due to procedural conditions. Additionally, tissue injury is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported surgical intervention and removal of foreign body are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.